Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown (screw) /unknown lot. (B)(4) different plate had to be used to achieve fixation. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article zbeda et al. Tension band plating for chronic anterior tibial stress fractures in high-performance athletes. (2015). The american journal of sports medicine, vol. Xx, no. X, pp:1-7. The purpose of this retrospective study from 2001 to 2013 was to review patients with anterior tibial stress fractures treated with tension band plating. 13 chronic anterior tibial stress fractures in 12 high-level athletes treated with this method. Out of 12 patients (9 were female and 3 were male). Average age at time of surgery was 23.6 years (range, 20-32 years). The average length of follow-up was 28.9 months (range, 6-127.3 months). This is report 3 of 9 for (B)(4). This report is for unknown screw and refers to case 9 ((B)(6) female): for screw that were broken during fixation due to a hypertrophic and significantly hardened anterior tibial cortex. In addition, a different plate had to be used to achieve fixation.